Event description:
Journal article received: complications of cement-augmented dynamic hip screws in unstable type intertrochanteric fractures ¿ a case series study; chang gung medical journal, 2012; 35(4): 345-353. Authors: meng-huang wu, md; po-cheng lee, md; kuo-ti peng, md, phd; chi-chuan wu, md; tsung-jen huang, md; robert wen-wei hsu, md. This study was to investigate the complications in pmma cement-augmented dynamic hip screws. Sixty-seven patients were included in the study (25 men, 42 women) with a mean age of 81.2 years. Of these, six patients had delayed or nonunion with side plate failures, one experienced deep infection and one experienced osteonecrosis at the femoral head. This patient experienced deep infection after 6 months and was treated with surgical debridement and 2-stage total hip replacement. Treatment is unknown. It is unknown if this was a synthes device. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date of event: 2012; 35(4): 345-353. PMA/501k: cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.